Manufacturer narrative:
The mask was discarded by the hospital staff and is not available for investigation. An engineering investigation was performed on multiple cannula samples from reserve lots. The investigation determined that all cannulas were functioning as designed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to the corrugated tube separating from the cannula of an acucare mask. The acucare mask was delivering oxygen at the time of the fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The hfnc product was not returned to resmed for an extensive engineering investigation. No product was returned for investigation and no pictures or more details were provided to confirm the reported torn hfnc. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported torn tubing was most likely due to the overall membrane thickness. The clinical opinion suggests that failure of a hfnc to provide adequate therapy is highly unlikely to results in a serious adverse event or death because of the close monitoring (B)(4).